Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received 25-oct-2022 to report that it did not look like the valve had come loose from the hub, but the valve was leaking due to an incorrect setting/position of the individual flaps. The device evaluation was completed on 12-nov-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not tight and was dislodged outside the hub. The product involved: vizigo sheath. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inspected and a kink was observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve issue¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: guide (g04061) were selected as related to the bwi product analysis observed the ¿dilator shaft bent¿ issue. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not tight and was dislodged outside the hub. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not tight when the sheath was inside the patient with the needle and did not retain the blood, so it leaked out of the airlock constantly. Therefore, they had to replace the sheath with a new one. There was no patient harm. There were no patient consequences. Additional information was received to confirm hemostatic valve was broken/separated. Nothing was broken as it seemed only the hemostatic valve was broken. The hemostasis valve (gasket) did not dislodge inside the hub. The hemostatic valve was dislodged outside the hub. The brim cap/hub did not become detached from the sheath. Additional information was requested to clarify the issue. However, no further information has been made available. The event was assessed as MDR reportable for the hemostatic valve issue.